Manufacturer narrative:
The facilities maintenance was instructed to test the beds communication cable. The facilities maintenance indicated the bed is back in service and could not remember what was done to repair the bed.

Event description:
Alleged the pt positioning monitor did not alarm at the nurses station but did alarm at the bed.